Manufacturer narrative:
Device evaluation: investigation: smiths medical evaluation of the returned event sample- a visual inspection of the used sample revealed that the needle had separated from the needle hub as the cannula was stuck in a vial of medicine. Some epoxy was visible on the cannula as well on the hub. Eleven unopened samples were also received for investigation. The samples were examined under 20x magnification and the epoxy bond appeared to be intact on all of the samples. The samples were then pull testing using a charillon tensile tester. All of the unopened samples passed the pull test. Conclusion: the complaint of the needle coming out of the epoxy was confirmed. The needle is supplied by terumo medical and they have been informed of this event. A review of our complaints database reveals this to be the first confirmed report for the needle supplied in this device. Due to first confirmed report on this needle, we feel this event is isolated.

Event description:
User alleges that they had one event of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. No reported injury.